Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign (B)(6).

Event description:
It was reported that the blade of the dermatome was not cutting. The blade was changed, but the problem persisted. Event occurred during surgery. There was no harm, no delay, no medical intervention.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number cmp. This report is being filed to relay additional information. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome on november 8, 2019 revealed that the control bar was low on the master blade. The calibration and motor speed were both within specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on november 8, 2019 which included replacement of the semi-circle bearings, vespel bearings, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was not able to be reproduced during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.